Event description:
The reporter contacted animas on (B)(6) 2015 alleging a case/condition issue with moisture ingress in the battery compartment. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/09/2015 with the following findings: the investigation was completed with the returned battery cap. There was moisture observed in the battery compartment. The battery compartment was found to be cracked along the side from the threads to the seal case. The battery compartment was also found to be leaking during a leak test. The pump case was removed and there was no internal moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.